Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device was used with a white reload in the cardiac part of the stomach. During the first attempt to fire the stapler with white reload the knife got stuck and did not move past few millimeters, the firing could not be completed, surgeon had to use reverse button to open the jaws of the stapler and remove the stapler through trocar. Another white reload was loaded into the stapler, while closing the stapler for trocar insertion the closing trigger did not stay closed and had to be held manually in closed position during trocar insertion and firing. This time after thirty seconds of pre-compression the stapler was fired while holding the jaws manually closed. The firing cycle was completed without any problems and the staples formed correctly. During later inspection there seems to be something wrong with the closing mechanism as the jaws do not stay closed. Stapler is returned with the last used reload that demonstrates full firing cycle. Surgery was delayed ten minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Damaged release button the analysis found that one pse60a device was received for analysis with an ecr60w cartridge loaded on the device fully fired. The manual override door was noted to be out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the device was found to have the clamping mechanism damaged. Due to the wear and damage to the clamp release, it appears that the device was forced open with the knife not at the home position. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The device closed, cycled and opened without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cutting issues were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.